Event description:
It was reported that a patient experienced a cartridge leaking inside the ilet while attempting to fill their tubing and not seeing drops. The patient removed the cartridge and observed the leak, which first occurred that morning. Blood glucose was elevated at 400 mg/dl and had been out of range for over eight hours. The patient was attaching the connector to the cartridge before inserting it into the ilet, which was identified as a possible cause of the leaking. The agent provided guidance on the correct supply attachment procedure, and the patient completed a supply change with a new cartridge, resuming insulin delivery. No medical intervention or outside assistance was required, and no symptoms were reported. A replacement cartridge was arranged to be shipped. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.